Event description:
Procedure type: nephrectomy. According to the reporter: a black plastic ring on the device came off when retracting the kidney. The ring was recovered and removed from the pt cavity. The doctor was able to finish the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).